Event description:
It was reported that the sterile water did not pass through the ducts of the foley catheter and there was an occlusion. There were two products.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not pass through the ducts of the foley catheter and there was an occlusion. There were two products. As per the follow up information received on 07mar2024, the customer clarified that the irrigation line was obstructed and therefore the solution did not pass.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photos, no defect or abnormality observed on the catheter. No functional testing could be performed due to photo samples. Therefore, the reported event is inconclusive due to poor sample condition. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be burning tip not hot enough/poor connection of burning tip and transformer/wrong operator technique/burning tip dirty. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.